Event description:
Boston scientific received information that this patient had been coughing a lot and playing golf and a review of the device data noted sixty-seven non-sustained events. The atrial sensitivity was reprogrammed which resolved the clinical observations. Two years later, noise was noted on the right ventricular (rv) channel. The patient received a shock due to the noise and shock impedance had increased from 50 ohms to greater than 200 ohms. The device was reprogrammed to vvi 30ppm and tachycardia therapy was turned off. A revision procedure was subsequently performed and the device and both leads were removed from service. The boston scientific representative who performed the procedure stated that fluoroscopy did not show a visible fracture of the rv lead; however, there was a right angle in the lead where it entered the vein in the pocket. The doctor assumed lead fracture, based on the noise and high impedance. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.